Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157852, cup, lot # 560840. Item # 103205, femoral stem, lot # 943320. Item # 139258, taper insert, lot # 440950. Source: legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03041.

Event description:
It was reported that a patient underwent a revision surgery approximately 4.5 years post implantation due to metallosis reaction with a pseudotumor. The patient suffered from ongoing pain and difficulty with daily activities. The acetabular cup was minimally fixed. Osteolytic and cystic changes of the greater trochanter were noted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03041, 0001825034-2018-03042.

Manufacturer narrative:
This report has been submitted to relay additional information. Reported event has been confirmed with the review of operative notes. Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2018 - 03041, 0001825034 - 2018 - 03042.